Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal part of the pipeline didn't open after 3 attempts of delivery. The patient was undergoing surgery for left ophthalmic ica aneurysm with an unruptured saccular morphology and a moderate vessel tortuosity noted. The aneurysm dimensions were 13 x 8mm max diameter and 6mm neck diameter, with a 4.5mm distal landing zone and a 5mm proximal landing zone. It was stated that more than 50% of the pipeline had been deployed when it failed to open. The pipeline was removed from the patient /microcatheter. It was confirmed that the device was prepared per IFU and was not positioned in a bend. There were no patient symptoms alleged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the pipeline not opening was not yet determined. The patient was ultimately treated with another flow diverter system. The pipeline was continuously flushed and prepared per IFU.

Manufacturer narrative:
The pipeline flex with shield was returned for evaluation; within a sealed bio-hazard bag and inside of a shipping box. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bends were observed on the pushwire. The distal and proximal ends of the pipeline flex shield braid appeared fully opened with moderately frayed. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. If information is provided in the future, a supplemental report will be issued.